Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician suspects the root cause of the loss of capture is changes in the patient's cardiac tissue. The clinic plans to continue close device monitoring and no adverse patient effects were reported. This left ventricular (lv) lead remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) at two routine follow-ups. At both follow-ups, the lv lead output was increased. This lv lead remain service. No adverse patient effects were reported.